Event description:
It is reported that a patient received his implant in 2005. He was satisfied, pain free and has not had any problems. At a normal walk (B) (6) 2010, he felt immediate pain and a feeling that something burst. He had a feeling of discomfort prior to this incident. In the groin. X-ray showed that the ceramic head had fractured. He was operated 04(B) (6) 2010, and the ceramic head and plastic insert were replaced.

Manufacturer narrative:
This information was forwarded by zimmer (B) (4) which devices in (B) (4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Product reference and lot numbers were not received for the explanted devices, therefore, the device history records could not be reviewed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B) (4) considers this case closed. (B) (4).